Manufacturer narrative:
Based on the investigation finding, it is concluded that there is no malfunction of the system. Primary root cause is operator use error. Operator did not follow the ge instructions provided in the user manual: operator restrained patient arms with silk tape, not using arm straps as indicated in user manual. Operator left the room during the scan, not observing the patient throughout the entire scan as indicated in the user manual. Review indicates the following applicable root cause: use error improper usage of patient's accessories: inadequate securing of the accessories to the table. Improper patient positioning on the accessories unobserved automatic motion while using head support/legs extender accessories (e.g. Transition from h to l).

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted after the investigation has been completed. UDI is not required. Legal manufacturer: (B)(4).

Event description:
It was reported that a patient moved and sustained a broken arm while detectors were moving during a scan. Table straps were not used and the technician exited the room during all/part of the scan. The patient was imaged for injury and a cast was applied.